Event description:
It was reported that during a ureteral stenting procedure, the stent moved and was unable to be retrieved. The f/g flexima stent was placed with no problems. The wire and the stabilizer were removed; however, while attempting to remove the suture, the stent moved out of position into the distal ureter. They were unable to remove it entirely. A nephrostomy catheter was also placed in the kidney at the end of the procedure. The radiologist then contacted the referring urology team whose intentions were to have the patient go to the operating room and via cystoscopy remove the stent from below. There was to much disease in the bladder and this was not possible. At the present time, the patient is on wait for a transfer to the hospital for the stent to be removed by some other means.

Event description:
It was reported that during a ureteric stenting procedure the stent moved and was unable to be retrieved. The f/g flexima (B) (4) stent was placed with no problems. The wire and the stabilizer were removed however while attempting to remove the suture the stent moved out of position into the distal ureter. They were unable to remove it entirely. A nephrostomy was also placed in the kidney at the end of the procedure. The radiologist then contacted the referring urology team whose intentions were to have the patient go to the operating room and via cystoscopy remove the stent from below. There was to much disease in the bladder and this was not possible. At the present time the patient is on wait for a transfer to st. Georges hospital in london for the stent to be removed by some other means.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on, device evaluated by manufacturer: updated.device evaluated by manufacturer: examination of the returned device revealed residue was present indicating use. A visual evaluation found that the suture had been removed from the stent and was not returned for evaluation. The distal curl of the stent had been deformed slightly. The curl was not looped tight. The stent body was found to be kinked slightly at the distal suture hole near the proximal end. The kink was 6.5 centimeters from the proximal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B) (4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.